Event description:
Smiths medical insulin syringes -1 ml and 0.5 ml 28 gauge by 1/2- leaving a reddish discoloration on medicine vial stoppers after inserting and removing needle. Visible discoloration of some of the needles is obvious. Smiths medical syringes sent by (B)(6). As of (B)(6) 2013 (B)(6) has not received results of testing from smiths medical. Dates of use: (B)(6) 2013.